Event description:
Spacelabs received a report that a patient monitor model 91387 failed to alarm on v-tach.

Manufacturer narrative:
Spacelabs received two patient incident reports from (B)(6). Two mdrs 3010157426-2014-00006 and 00007 are filed. Spacelabs has sent three requests to the hospital to obtain access to the product(s) so that an investigation can be started. The hospital is in the process of conducting their own investigation and has not provided spacelabs with access to the product(s). The hospital will allow a spacelabs field service engineer (fse) to carry out an on-site investigation on (B)(4) 2014. Spacelabs will file a supplemental report when our investigation is concluded.

Manufacturer narrative:
It was reported that a patient had a rhythm of v-tach with no alarm. The alleged v-tach alarm did not show up in the spacelabs clinical access (full disclosure system). The clinician did not provide any information to the spacelabs representative and the spacelabs representative was not allowed by the hospital to go into clinical access (full disclosure system) to look at patient¿s data history (waveform or alarms). Spacelabs has sent three requests to the hospital to obtain access to the products so that an investigation can be started. The hospital has not provided spacelabs with access to the products. In summary, the hospital has refused access to the products or patient data that is needed to investigate the incident. For these reasons, it is not possible to confirm the reported failure or determine root cause. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a patient monitor, model 91387, failed to alarm on ventricular tachycardia (v-tach). No one was injured as a result of this event.